Event description:
It was reported that the patient had a fractured catheter that was confirmed by a catheter dye study. The patient did not have any symptoms. The pump and catheter were replaced. The patient recovered without sequela. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.